Event description:
It is reported that the pt developed a red, bumpy rash as a result of a difficult removal of the aquacel surgical dressing which was applied in the operating room related to total knee replacement surgery, and remained in place for seven (7) days post operative. It is reported that upon removal of the dressing on (B)(6) 2014 the nurse found the dressing difficult to remove, and stated that there was a lot of adhesive left behind on the pt's skin resulting in a red bumpy rash with intact skin. They have called the surgery and are awaiting approval from surgeon for cortisone cream to be applied to the area. Please note: this report represents pt # 2 of 2 and is related to the following pt identifier#: 351548 and reporting under MFR. Report #: 1049092-2014-00224.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. Complainant was provided instructions to use a no sting adhesive remover on the residue, and to notify convatec with any questions or concerns. It is reported that the lot number was not available for this product. No additional pt/event details have been provided to date. A return sample for evaluation is not expected. Should additional information become available, a follow-up report will be submitted. Convatec will continue to track and monitor such complaints according to convatec inc's complaint handling and CAPA procedures.